Manufacturer narrative:
Based on information received following submission of the reports, this event does not meet criteria for reporting as a reportable malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received via health authority from the same reporter that the lens observed to be cracked whilst in cartridge prior to insertion with no patient contact.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the initial reporter. The procedure was completed on the same day with an alternate lens. There was patient contact but no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical services manager reported that during an intraocular lens (iol) implant procedure the lens was cracked upon insertion into the eye. Additional information has been requested.